Event description:
It was reported that the lead integrity alert triggered due to oversensing. There was noise seen on the lead and numerous nst episodes. The lead is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead integrity alert triggered due to oversensing. There was noise seen on the lead and numerous non-sustained tachycardia episodes. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "oversensing". Three supra ventricular tachycardia/non-sustained tachycardia entries for ventricle. The average cycle length (ms) was less than or equal to 210 ms between (B)(6) 2010 and(B)(6) 2010. Analysis also revealed "measuring problem: weekly log data, 47 - weekly points 18.8mv overflow value and 4 - n/t records for minimum and maximum r-wave at each point unfiltered data between (B)(6) 2009 and (B)(6) 2010" and "lead integrity alert triggered: programmer data shows lead integrity alert triggered on (B)(6) 2010".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.